Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00567: screw 1, 3025141-2019-00568: screw 2, 3025141-2019-00590: plate.

Event description:
While implanting a aculoc 2 vdr plate in the patient's wrist, a secondary fracture of the radius occurred as the 3.5mm screw was inserted. The plate was repositioned. After the surgery was complete, the radius continued to fracture according to post op x-ray. The patient was placed in a splint.